Event description:
Inbound; after 48 hrs still has a little over 1ml after visual inspection at change over started with 2 ml at a rate of 0.042 ml/hr, concerned as that would seem to suggest that she received half her med in the past 48 hours. Report this is the third time this week this has happened, using both pumps, and she preps her cartridge per usual priming routine, which may suggest a cartridge issue. No further details provided. (B)(4).